Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on an unknown date as they were in and out of hospitals and rehabilitation facilities. The cause of death was a combination of several issues including heart problems stemming from a recent heart attack and kidney failure as a long term complication of diabetes. The caller stated that the customer had stopped dialysis and that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, as the customer experienced an unknown high, tried to correct the high using the pump but their blood glucose levels did not come down, so they believed there was something wrong and discontinued pump use. The customer was not using sensors. The caller declined to return the insulin pump for analysis.